Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure under general anesthesia on (B)(6) 2025 and suture was used. About ten days after the operation, more and more pain appeared. Afterwards, the removal of the staples, pains difficult to tolerate appeared, burns, sensations of stabbing, and touching the area very painful. Following this, the patient had a medical appointment with the surgeon who had put pain relief treatment in place. The patient underwent intravenous infusions under acupan for about 3 weeks. Three months after the procedure, the patient had pain such as burns, tightness and very sensitive area of the pubis. The pain is still present today but less violent by wearing a device (shorts with scratch maintenance at the groin level). It was commented that the non-absorbable suture is in the body of the patient and can also be an intolerance on his part. No additional information was provided and no further information can be obtained.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional operative information: device (dipro p3-t soft plate - product code kp3mste9l3d, lot a01692) implanted on (B)(6) 2025 under general anesthesia, recurrence of left inguinal hernia. Indication: patient with recurrence of a direct left inguinal hernia under the laparoscopic plate. Indication of cure according to the technique of plug + lichtenstein. Operative technique: general anesthesia. Left inguinal approach. Opening of the aponeurosis of the superior oblique muscle. Dissection of the great oblique of the crural arch, we find without difficulty the cord and a recurrence of hernia at the lower edge of the plate toward the ligament of cooper, it is a direct hernia. Under these conditions, the plug+lichtenstein technique is carried out. Placement of a tulip-type plug which is introduced into the orifice of the hernia, sutured to the muscle around the entire periphery of the plug to avoid migration. On the other hand, a lichtenstein plate is placed forward on the muscle, it surrounds the cord and is attached to the tendon joint to the crural arch and cooper's ligament thanks to prolene 4.0. Closure of the aponeurosis of the superior oblique muscle. Placement of a subcutaneous redon drain with vicryl 2.0. Skin staples. Conclusion: cure of a recurrent left inguinal hernia in situ according to lichtenstein. There was no patient contact provided and therefore no further information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 lot number - no valid lot number provided.